Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with stuck tubing. This condition had the potential to interrupt delivery. This condition was found in the general pt ward upon programming/setup. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). This involved a remediated colleague infusion pump with user interface module master software version 5.09.90. A service history review revealed that this device has been serviced three times prior to this event. However, no previous service events were related to the reported condition. Evaluation summary: the customer reported a colleague infusion pump with stuck tubing. Service was not able to confirm the customer reported problem. However, upon further review of the event history, a failure code of 803:07 was found, which is a slide clamp error. The root cause was not identified. Service cleaned the tubing channel and checked the slide clamp to address this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.